Event description:
It was reported that the procedure was being performed in the cvicu. During placement, the spring wire guide uncoiled upon removal. Follow up info received on (B)(6) 2012 states the wire was completely removed from the pt and was verified by a chest x-ray. The catheter was removed and a new kit was used successfully for the pt. There was no adverse pt outcome.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.